Event description:
The customer reported that the device shut down unexpectedly. There was no negative pt impact related to this event.

Manufacturer narrative:
(B)(4). The customer reported that the device shut down unexpectedly. There was no negative pt impact related to this event. The device was evaluated at the philips repair bench. The reported failure could not be recreated or confirmed. The device passed all performance assurance testing and was shipped back to the customer site.